Event description:
Second event 6/7/99 - medical professional reported that a pt's blood glucose measured 511 mg/dl on a suspect device. Physician questioned the test result. A re-test was requested and glucose measured was 289 mg/dl. No info on the treatment was provided.

Event description:
Third event 6/7/99 - medical professional reported that a pt's blood glucose measured 521 mg/dl on a suspect device. Physician questioned the test result. A re-test was requested and glucose measured was 342 mg/dl. No info on the treatment was provided.

Event description:
Medical professional reported that a pt's blood glucose measured 445 mg/dl on a suspect device. Physician questioned the test result. A re-test was requested and glucose was 293 mg/dl. No info on the treatment was provided.